Manufacturer narrative:
(B)(4). The incident e2515 pencil was not returned to covidien for evaluation. However, the concomitant forcefxc generator was returned. The generator was tested and found to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
Covidien reference#: (B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a patient death occurred. It was reported that during dissection near a pulmonary vessel there was o2/oxygen present and a flame/flash occurred singeing a surgical sponge when the monopolar device was activated and arced to a forcep. The staff immediately extinguished the flame. It is not known if this is related to the patient death.